Manufacturer narrative:
Unused samples have been received and shipped to the factory for investigation. Investigation results pending.

Event description:
It was stated that the needle detached from the barrel and struck the patient with an exposed needle after approximately the third or fourth tube exchange in outpatient draw location. The actual device is not available for investigation, but an unused sample from the same lot number is on hand. There was no medical intervention required. There was no regulatory/competent authority advised. There was patient involvement or clinician injury, and no patient harm/adverse event reported.